Manufacturer narrative:
(B)(4). The analysis results found that one sc60 device was returned in good visual condition and with a cartridge reload present. After further analysis, it was noted that the device could not be fired. The device opened and closed without any difficulties noted. No additional functional test could be performed due to the conditions of the device. The nozzle was removed and it was found that the device had dry lubricant and dry body fluids which were not allowing the device to work properly. Although no conclusion could be reach on what caused the firing mechanism to fail, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, when the instrument loaded with blue cartridge was fired on the stomach at the 4th firing, the knife did not return to the home position. The manual release lever was pulled up several times and the release button was pushed, but the jaws did not open. When the doctor tried to return the firing trigger and the closing lever to the home position, they could not return to the home position. The knife blade indicator showed that the knife had returned to the home position. Finally, the instrument was pulled out from the patient's body, but the jaws were still closed. After that, the jaws were opened by returning the closing lever to the home position by hands. It is unknown how the procedure was completed. There were no adverse consequences for the patient.